Manufacturer narrative:
Unit passed displacement and self test. No audio/beep/vibrate anomaly. No unexpected pump error 63 anomaly during testing. Thus software was utilized and downloaded trace/history files properly. Found multiple pump error 63 alarm (variable 15) file number: 2017, line number: 147 on 10/18/2025 13:37:01.000, 10/18/2025 13:47:00.000, 10/18/2025 13:56:06. In the file history files. Pump 63 error due to hardware error. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit p-cap lock in place properly. Unit had scratched case, cracked keypad overlay, peeled keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail, serial number label missing. In conclusion, no audio/beep/vibrate anomaly or pump error 63 alarm during testing. However, pump error 63 alarms in history on event date due to hardware error electronic defective confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the hardware low-level failures (pump error 63) alarm and the pump does not beep correctly. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was partially performed, and the customer confirmed the audio option was enabled. Conducted an audio test, and the pump did not pass. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.